Event description:
Myosure reach (tissue removal device) was used to remove polyps during procedure. This device had a defect where it was constantly suctioning. We opened a new device and it was working adequately.